Event description:
It was reported by service report that the head end lift was stuck in the raised position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Coil cord.